Event description:
It was reported that during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle the sleeve locks down in an open position so that when changing tubes blood flows leaking everywhere. This occurred on 5 separate occasions but the date/time and or patient information is unknown.¿ foreign complaint the following information was provided by the initial reporter, translated from french to english: a problem materiovigilance with your black needles with venous returns. The malfunction has been noted several times in recent months (at least 5 incidents since (B)(6) 2019) randomly in different departments and including different numbers lots. Reference: 368838 (black needles with venous return). Incidents: the rubber of the needle locks inducing a permanent flow when changing the tube. During this dysfunction, the blood spreads everywhere (floor, chair, patient ...) With the risk of an accident of exposure to blood.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see section h.10.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle the sleeve locks down in an open position so that when changing tubes blood flows leaking everywhere. This occurred on 5 separate occasions but the date/time and or patient information is unknown.¿ foreign complaint the following information was provided by the initial reporter: a problem materiovigilance with your black needles with venous returns. The malfunction has been noted several times in recent months (at least 5 incidents since (B)(6) 2019) randomly in different departments and including different numbers lots. Reference: 368838 (black needles with venous return). Incidents: the rubber of the needle locks inducing a permanent flow when changing the tube. During this dysfunction, the blood spreads everywhere (floor, chair, patient ...) With the risk of an accident of exposure to blood.